Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery has been inverted or at a slant with the top portion sticking out making it difficult to charge for 2-3 years. Within the last year, it has become harder and harder to charge. The patient gets a sharp pain where the battery is at least 3-5x per month. It was recommended the battery be replaced and the patient is waiting approval. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was kind of inverted so the patient has problems getting a signal to charge it. The patient said because of this, she does not use it as much as she used to because she gets frustrated trying to get it charged. The patient said she probably charged it the week prior to the report and she uses it off and on when the pain gets really bad. The patient said she used to use it daily and she would charge every day, but now she gets too frustrated. The patient said it was not upside down, but it was at a slat and poking out towards the top of it. The patient said it does not lay flat against her back and when she tried to charge she couldn't get a good connection. The patient said it had been inverted for at least a year or two, probably closer to 2 years and it has gotten harder and harder. The patient said she just switched hcps, but the previous hcp said he could fix it, but the battery will need to be replaced in 2 years due to normal battery depletion, so it was up to the patient if she wanted to do it right now. No symptoms or further complications were reported.